Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: considering the manufacturing year of the device, there is a possibility of peeling off due to aging and other factors such as a result of external force, example: strong rubbing on the part in normal use or reprocessing.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the biopsy channel has an internal cut and is leaking. The forceps cover glue is peeling. The bending section has two broken strands. The control body ad is open and dry. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an evis exera ii ultrasound gastrovideoscope, a hole in inner channel and bending section was discovered. There is no patient impact related to this complaint.